Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had delivery off no power. The customer¿s blood glucose level was 315 mg/dl at the time of the incident. Customer stated that they did not receive a low battery alert prior to the off no power alert. Customer stated that the battery was not previously used. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated this is the second occurrence of off no power without a low battery warning. Customer also stated that he received a failed battery test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with high stop current due to c13 voltage leak on interface board. Device passed displacement test, unexpected restart test and self test,